Event description:
It was reported that at approximately 1:30am on (B)(6) 2021, the pca (patient controlled analgesia) pump alerted the nurse that the fentanyl secondary infusion was close to running out. The nurse silenced the alarm. Upon returning to the nursing station, the nurse realized the infusion lasted only 15 hours as opposed to the expected 30 hours. When the nurse looked at the pump, morphine 30mg/30ml had been selected, when it should have been fentanyl 750mcg/30ml. The nurse that selected morphine stated that morphine was the only option given to select. A second nurse verified this. The unit was powered down and restarted, but still morphine was the only option to select. The volume to infuse was 1ml/hr, so the nurse had selected that, as the rate was the same, and this was done around 10:30am on (B)(6) 2021. There was no patient harm, and there were no negative consequences to the patient. The fentanyl was stopped for a couple of hours just to ensure that there were no negative effects on the patient, and re-started selecting the correct medication. Apparently the infusion ran in around 2ml/hr, as a 30ml fentanyl syringe was running out around 15 hours after hanging, when it should have lasted 30 hours. When pharmacy was notified of this, the unit was removed from service. When the pharmacy director looked at it, it stated ims 30ml syringe. The unit was powered off and back on, and the choice of syringes (bd or monoject) was given. The customer requested assistance to find out what happened and if there is an issue with the pump.

Manufacturer narrative:
A review of the pca module device history record showed the device had a manufacture date of 11/08/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Patient diagnosis: pneumonia covid. The device has been received and an evaluation is pending.

Event description:
It was reported that at approximately 1:30am on (B)(6) 2021, the pca (patient controlled analgesia) pump alerted the nurse that the fentanyl secondary infusion was close to running out. The nurse silenced the alarm. Upon returning to the nursing station, the nurse realized the infusion lasted only 15 hours as opposed to the expected 30 hours. When the nurse looked at the pump, morphine 30mg/30ml had been selected, when it should have been fentanyl 750mcg/30ml. The nurse that selected morphine stated that morphine was the only option given to select. A second nurse verified this. The unit was powered down and restarted, but still morphine was the only option to select. The volume to infuse was 1ml/hr, so the nurse had selected that, as the rate was the same, and this was done around 10:30am on (B)(6) 2021. There was no patient harm, and there were no negative consequences to the patient. The fentanyl was stopped for a couple of hours just to ensure that there were no negative effects on the patient, and re-started selecting the correct medication. Apparently the infusion ran in around 2ml/hr, as a 30ml fentanyl syringe was running out around 15 hours after hanging, when it should have lasted 30 hours. When pharmacy was notified of this, the unit was removed from service. When the pharmacy director looked at it, it stated ims 30ml syringe. The unit was powered off and back on, and the choice of syringes (bd or monoject) was given. The customer requested assistance to find out what happened and if there is an issue with the pump.